Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system kept shutting off. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be attributed to this failure mode. Internal file number - (B)(4).